Manufacturer narrative:
Medtronic received additional information from this patient's physician that this 25 mm valve was explanted because the physician could not get the valve to seat properly. The device was replaced with a 23 mm product and there was no product or performance issue.

Manufacturer narrative:
Product analysis: the product specimen has not been received for evaluation. Conclusion: multiple attempts have been made to gather additional information and request product return; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this bioprosthetic valve was implanted and explanted on the same day. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.